Event description:
The manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging the active exhalation control module failed during service pre-testing on a trilogy ev300 ventilator at the customer site. The device was not in use on a patient at the time of the occurrence. It was determined the 3-way solenoid valve, and the proportion valve would require replacement to address the active exhalation control module pre-test failure. Device repair is pending. At this time, the manufacturer is unable to confirm the alleged malfunction. The root cause has not been confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete. Device evaluation and repair have been completed. Evaluation by the philips field service engineer confirmed the active exhalation control module failed during service pre-testing. The 3-way solenoid valve, and the proportion valve were replaced to address the issue. After repair, the system met the specification for the performed service and was returned to use.